Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, scratches were found on the header of the implantable cardiac defibrillator. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis confirmed the scratches on the header. The markings were determined to be a normal part of the manufacturing process.